Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a prograsp forceps to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a severely bent grip tip, causing misalignment of the grips. There was a 0.1065" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's jaw was not approximating properly. The procedure was completed with no reported injury.